Event description:
Linkbio complaints was notified on (B)(6) 2023 about a surgery performed on (B)(6) 2023 to replace an lsk plateau because of infection. Original surgery was performed (B)(6) 2022 by (B)(6).